Event description:
It was reported that an ilet pump¿s screen bezel began to separate, consistent with a loss or failure to bond in the display component, after which a replacement pump was provided and the patient and trainer were guided through setup; the user also sought assistance reconnecting a dexcom cgm and was advised to replace the sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and trainer, along with analysis of information provided by the user. Investigation of this case revealed a stress-related problem in the display assembly that is consistent with a bonding failure of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.